Event description:
It was reported that this left sternum lead was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. The left sternum lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the lead was not confirmed. The lead was analyzed, passed all the baseline tests and exhibited normal lead functions. This supplemental is being filed to capture the investigation results. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left sternum lead was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. The left sternum lead was explanted.